Event description:
Customer reported via phone call to have received a motor error and a motor position encoder error during priming. Customer's blood glucose was 102 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test and basic occlusion test. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump alarmed motor error while performing a 1k resistor test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to confirm error alarm due to erased history file caused by several alarms in the history file. The insulin pump alarmed due to a corrupted history file. Unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.